Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the incised/cuts in the forceps passage could not be determined, however, the issue was like the result of stress due to repetitive. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the utero-reno fiber scope exhibited incised/cuts in the forceps passage. There was no patient involvement and no harm was reported as a result of the event.